Event description:
Around (B)(6) 2012 I had an onset of joint pain in knees and hips + swelling, bone pain, hand and foot pain, fatigue, mouth sores, rash. I've sense noticed memory and concentration problems, which is a problem since I am now a phd candidate. My ana testing positive. 1:320. I was diagnosed with undifferentiated connective tissue disorder. I suspected my mentor smooth silicone implants which were placed in (B)(6) 2008. After removal in (B)(6) 2017 to try to stop the joint pain, the issues persists with no change. I now live with chronic, but not debilitating, pain. The biggest stress is having unexplained autoimmune symptoms without a solid explanations. It¿s led to mld depression. I have no family links or history to autoimmune disorders. Plaquenil did not help, however, I did respond positively to steroid injections. FDA safety report ID # (B)(4).